Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. All information reasonably known as of 29 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported that the patient experienced asthmatic decompensation due to a leak on the side of the o2 glasses (at the junction between the tubing and the nasal tip). During the incident, the patient was having an asthma attack, and the mother followed protocol by using ventolin and administering 1 l/min of oxygen to the child. The patient was hospitalized for tracheomalacia and severe asthma; the patient was ok after hospitalization.

Manufacturer narrative:
Correction: b2; d1; g1. Additional information-investigation conclusion: d4; h6. The product involved in the report has not been returned for evaluation; additionally, no photographic /video evidence was provided. Without photographic /video evidence the complaint could not be confirmed; without a sample to perform functional evaluation the root cause could not be determined. The device history record for lot 13322 was reviewed and the product was produced according to product specifications. All information reasonably known as of 11 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported that the patient experienced asthmatic decompensation due to a leak on the side of the o2 glasses (at the junction between the tubing and the nasal tip). During the incident, the patient was having an asthma attack, and the mother followed protocol by using ventolin and administering 1 l/min of oxygen to the child. The patient was hospitalized for tracheomalacia and severe asthma; the patient was ok after hospitalization.